Manufacturer narrative:
Incident two of eleven. The product involved in this event is not available for evaluation. A follow up report will be provided upon conclusion of the investigation. The product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The staff member reported the presence of open wounds and is restricted from scrubbing in until all wounds are fully closed. The initial rash was observed on the arms. The staff member sought medical evaluation and was prescribed long-term topical steroid treatment. A substitute gown was provided to the staff member. Allergy testing has been completed. Additional medication was prescribed; however, the specific medication name was not disclosed.